Event description:
Per medwatch mw5107855: inbound. One of cadd cassette 100ml with flowstop alarmed either steady beeping or no disposable on both pump after troubleshooting, switched new cassette to resolve alarm. No further details provided.